Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that the bottom bipolar port of vio dv integrated electrosurgical unit (iesu) did not respond. The fse performed preventive maintenance and proactively exchanged the vio dv iesu. The system was retested and verified as ready for use. A log review confirmed the procedure date of (B)(6) 2022 using system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the vio dv integrated electrosurgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the customer informed the technical support engineer (tse) that the lower bipolar port of vio dv integrated electrosurgical unit (iesu) could not recognize the bipolar instrument, and ¿?¿ mark appeared next to the port. The customer replaced the bipolar cord and the bipolar instrument using the same iesu, but the issue persisted. The tse had the customer connect the bipolar cord from the upper bipolar port to the lower bipolar port and perform iesu power cycle, but the issue remained. Since the customer wanted to use vio dv iesu for double bipolar instruments, the customer was advised to use external generator force triad. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. The customer replaced vio dv iesu with an external generator force triad during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in d9, g3, g6, h2, and h3 evaluation information can be found in h6 and h10 d02 - intuitive surgical, inc. (Isi) received the vio dv integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. The iesu failed technical safety check due to failed bipolar socket 2. The iesu will be returned to original equipment manufacturer (OEM) for repair. The root cause of the failure was due to component failure.